Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was scheduled to undergo a full revision. Additional information was received from the operating room support specialist noting the patient had been experiencing painful stimulation in her neck and dysphagia that would worsen when the patient moved her head or raised her left arm. The surgeon elected to perform a full revision to remove "all variables" that could be causing the patient pain, and noted the revision was performed due to the reported adverse events. It was also stated that the patient's seizures have worsened since her settings were lowered in an effort to resolve the dysphagia and painful stimulation. The explanted devices were received into product analysis. No other relevant information has been received to date.

Event description:
Additional information was received from the physician. Per the physician, the cause of the painful stimulation and dysphagia was vns stimulation. Per the physician, the cause of the increased seizures was a "dysfunction of the system". The patient's seizures were back to pre-vns baseline levels, and noted the only intervention taken for the seizures were changing the patient's stimulation parameters. It was also noted that the full revision was performed for patient comfort only. Analysis was also completed on the suspect device, as well as the patient's explanted lead. No other relevant information has been received to date.